Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Event occured on 25-mar-2024 and 28-mar-2024. It was reported that patient faced two infusion set cannula was bent event. The blood glucose level was 180 mg/dl. The event occured within three hours of insertion. The site of insertion was at abdomen. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 2 of 2.